Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform properly. The patient underwent surgery two weeks later and inspection revealed a hole in the right cylinder connecting tube. The pump was removed and replaced. There were no patient complications.